Event description:
It was reported that this patient experienced a ventricular fibrillation (vf) event during driving. Due to the patient's low amplitudes during the vf, initial anti-tachycardia (atp) delivery was shortly delayed. The device then appropriately charged and delivered 41j shock to end the episode. Unfortunately, the patient experienced syncope and was involved in a car crash. Boston scientific technical services was contacted and device data revealed no significant delay in time to therapy with minimal functional under-sensing observed. Sensitivity reprogramming options were provided to mitigate the functional under-sensing of vf in the future. The physician reprogrammed the device to resolve the event and this device remains implanted and in-service. The patient was stable.

Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced a ventricular fibrillation (vf) event during driving. Due to the patient's low amplitudes during the vf, initial anti-tachycardia (atp) delivery was shortly delayed. The device then appropriately charged and delivered 41j shock to end the episode. Unfortunately, the patient experienced syncope and was involved in a car crash. Additional information was requested regarding the patient status, but at this time, no additional adverse effects were reported. Boston scientific technical services was contacted and provided sensitivity reprogramming options to mitigate the functional under-sensing of vf in the future. The physician reprogrammed the device to resolve the event and this device remains implanted and in-service.